Event description:
The port was placed 7/30/96. The pt developed an infection and the port was removed on 8/5/96. After removal, a culture was done of the tip of the catheter. It was reported that the same organism was on the catehter tip as had infected the pt.